Manufacturer narrative:
H10: device evaluation: an inspection of the returned samples observed a portion of a used pledget along with the string attached. The inspection of the returned sample did not show any foreign material in or on the product. The sample was tested using a hemident test. A portion of the sample was cut away and tested for blood. The test result was positive for mammal blood. As no foreign material was found to be in or on the returned sample, no possible cause could be determined. D9: device availability. G3: date received by manufacturer. G6: follow-up 1. H2: follow-up type. H3: device evaluated by manufacturer. H6: type of investigation, investigation findings, investigation conclusions.

Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records. The final investigation is pending sample return and evaluation.

Event description:
Consumer reported she wore a tampon for six hours and upon removal a loose piece of black rubber-like material came out of her vaginal cavity with the tampon. After removal of the tampon she examined the loose piece of material and the tampon pledget. She indicated she found more pieces of the black material inside the tampon pledget. She experienced itchiness and discomfort in the vaginal area and alleged the material had scratched her cervix and vaginal walls when the tampon was inserted. She went to the doctor to find out if there were any remaining pieces of the tampon or foreign material inside of her body. The doctor said that he did not find any remaining pieces of the tampon or the foreign material inside of her body. She self-treated with a&d ointment for the vaginal itching. The itchiness continued so she consulted her primary care physician. Her pcp recommended monistat which she used however her symptoms remain unchanged.